Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for two patient samples tested on the cobas 6000 c 501 module. It was unknown if the initial results were reported outside of the laboratory. The laboratory has a rule to double-check low results. Patient 1 had an initial result of 0.49 mmol/l. The first repeat result was 0.90 mmol/l. The second repeat result was 0.49 mmol/l. Patient 2 had an initial result of 0.35 mmol/l. The first repeat result was 0.70 mmol/l. The second repeat result was 0.36 mmol/l. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation excluded reagent issues. The field service engineer (fse) inspected the instrument and found an issue with the gear pump head and a pierced pipe on the washing head. He then exchanged the gear pump head. He also performed repairs and replaced the leaky cell rinse tube. Performance tests were conducted to confirm that the module was working within specifications. The investigation determined the event was consistent with a maintenance issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.